Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a bleeding sore on their left chest under the lifevest equipment. It was reported that the wound was not caused by the lifevest. It was reported that the patient was in the hospital. There is no indication that the lifevest caused or contributed to the hospitalization. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a specialized gauze and bacitracin ointment for the skin irritation. Follow up indicated that the skin irritation improved.